Event description:
The customer reported that he experienced a blood glucose of 500 mg/dl. He stated that upon removing his infusion set, there was blood on it. The customer changed the insertion site. He mentioned that even though he saw blood in the cannula of the infusion set, he ran insulin through and saw it drip, so he believed the cannula was not occluded. The customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report #2032227-2014-46438.